Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture and seroma-late.

Event description:
Healthcare professional reported "free liquid vs probable intracapsular rupture" , "pain, inflammation and capsular contracture grade IV¿ on right side, device has been explanted.